Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder surgery the tip of the device broke. No parts remained in the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed. -visual inspection of the 5.5 mm peek swivelock® anchor, self punching with white/blue 1.3 mm suture tape, identified that the threads of the 5.5mm swivelock screw oval vents were broken off and damaged, the base edges of the eyelet, self punching swivelock, peek were damaged, and the sleeve returned was bent. -functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.